Event description:
It was reported that the patient was unable to locate the app icon. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).